Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that a patient presented with diffuse lamellar keratitis (dlk) in the left eye one day post lasik. The patient was given "heavy steroid drops". The patient was seen in follow up and showed signs of improvement but will be seen in another follow up visit at a later date. Additional information received states the patient was seen in follow up and it was noted that the dlk is 95% resolved with focal haze remaining at 2 o'clock.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. No technical root cause was identified for the reported event. (B)(4).